Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an unspecified performance issue. All components of the existing aus were explanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus cuff underwent a thorough analysis. The cuff was visually and microscopically examined. A tear, consistent with material wear, was identified in a fold near the cuff shell seam. Product analysis confirmed the reported allegation, as the observed anomaly is likely to have affected the functionality of the device.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an unspecified performance issue. All components of the existing aus were explanted. No patient complications were reported.